Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. During evaluation of a returned homechoice machine, no increased intra-peritoneal volume (iipv) event was identified during therapy initiated on (B)(6) 2011 22:28:22. During night drain cycle five, the patient's ultrafiltration reading was 1328ml, however, only a partial fill of 1697 ml was delivered during fill five of five. A volume of 3026 ml was drained during drain five of five which is only 151% of the largest prescribed fill volume of 2000ml which does not meet iipv criteria.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:28:22. During night drain cycle five, the patient's ultrafiltration reading was 1328ml, indicating the home patient (hp) drained 1328ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.